Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test by 21.45 and 21.61. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with the lens severely scratched. The event history log was reviewed and there was no evidence of the reported issue. Accuracy tests were performed and the reported issue was able to be confirmed. The result was outside the internal test specification of +/-3.0%. The expulsor is out of specification and will be replaced to resolve the issue.